Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, high thresholds and complete loss of capture were noted on the right ventricular (rv) lead requiring external pacing. Dislodgement was confirmed, and a lead revision procedure was scheduled. After the rv lead was removed from the header, the set screw for the rv port dislodged sideways, and the physician was unable to re-engage the screw to replace lead in header. The rv lead and implantable pulse generator were explanted and replaced. No patient complications have been reported as a result of this event.